Event description:
It was reported, the mouthpiece exhibited melted when placed in autoclave. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of deformed and melted at autoclace was confirmed. This was most like attributed to the temperature of the chamber being particularly high at certain location which led to the item partially melted. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.